Event description:
An issue was reported when a customer experienced an alarm 2 related to an occlusion with their insulin pump, but this did not cause their blood glucose level to exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin therapy.